Event description:
Spontaneous. Medical assistant from doctor's office called to notify about the defective device for gelsyn 3. They have received 3 syringes and patient got administered with 2 syringes already. During the 3rd injection the medical assistant stated they unwrapped the prefilled syringe and attempted to attach it to the needle just like normal process but the needle would not stay on. The needle did not have secure attachment to the device for safety since unable to attach. No adverse event. Missed dose. Unknown if the defective device on hand for possible return. Malfunction occurred on (B)(6) 2024. Indication: unilateral primary osteoarthritis, left knee. Reported to (B)(6) by health professional.